Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high resolution stereo viewer (hrsv) monitor to solve the reported complaint. The system was tested and verified as ready for use. Additional information is being gathered to determine the contribution of the hrsv monitor to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a training/demo of the da vinci system, customer reported vision problem on surgeon side console's (ssc) right eye. The customer continued the training with the other ssc. Technical support engineer (tse) ask customer to perform a system reboot and try to clean the blue fiber cable, but the issue reoccurred. There was no report of patient involvement.